Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte-n autoguard catheter released prematurely. The following information was provided by the initial reporter translated from spanish to english: the chief of service proceeds to perform the cannulation with safety catheter # 24. With security catheter # 24 for which performs review of the device which is fractured separating the needle from the grip of the catheter probe reason for which cannot be used and is performed change it. Additional information received on 09 apr 2025. Has there been any harm to patients/healthcare professionals? No.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the photographs submitted for evaluation. Bd received three photographs which displayed a 24gx.56in unit from lot #3333219. Your report that the IV catheter separated from the needle was confirmed; however, the root cause could not be determined. The needle was present, but was fully retracted within the shield. The yellow catheter adapter was positioned within the needle cover and appeared to be misoriented, which likely caused it to become lodged within the needle cover. As the device had been opened, it could not be determined with certainty whether the damage originated during manufacturing or use of the device. There were no distinguishing features which could aid in identification of a specific root cause. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch.